Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the ar on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. At 7:00am the cgm reading was 49 mg/dl and the bg reding was 412 mg/dl. There was no treatment administered. At 9:39am, the patient experienced headache, anxiety, shaky and nervousness. The patient went to the ER and there they took a bg reading which was 417 mg/dl and the cgm reading was 49 mg/dl. The patient was treated with insulin IV. The patient was discharged at 12:50pm and at the time of the report she was totally fine. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.